Event description:
It was reported during a procedure on (B)(6) 2025 to implant additional lead for new pain area, the ipg did not connect to external device. Reportedly, ipg was set into surgery mode prior to the procedure. The ipg was explanted and replaced to address the issue. Therapy was confirmed post op.

Manufacturer narrative:
A patient experiencing an inoperable ipg was reported to abbott. The patient ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.